Manufacturer narrative:
Product event summary: the actual lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert, and that the impedance on a defibrillation coil was beyond the expected upper range.

Event description:
It was reported that the patient presented to the hospital due to hearing an alarm sound. Right ventricular (rv) lead warnings were observed for high rv defib and superior vena cava (svc) impedances, which varied with body movement. Upon further analysis, a connection issue was suspected. The lead connection was checked and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product ID (B)(4) implantable cardioverter defibrillator implanted: 2013 (B)(6). (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.